Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented for an unrelated lead revision procedure, the set screw had pulled out of the device connector port and was stuck on the torque wrench. It was noted that the complaint was caused during the surgery. The device was explanted and replaced. The patient had no complications during the surgery and was resting comfortably in the recovery room after the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of a set screw anomaly was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Visual inspection of the torque driver received from the field identified a deformity. The torque driver tip width was measured and was found to be out of specification. The cause of the reported set screw anomaly was a torque driver tip anomaly.